Manufacturer narrative:
The information provided in section weight was incorrect with the initial report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with no battery installed. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was heart failure. The caller stated that the customer had a kidney transplant, heart surgery, leg amputation, cold and virus attack. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was possibly using dexcom sensors. The customer had been in a coma in the past and had the pump taken off. The caller agreed to return the insulin pump for analysis.